Manufacturer narrative:
Device evaluation:the actual sample was returned for evaluation. Reliability engineering evaluated the device. A visual inspection of this device was performed under 10x magnification and the reported condition was confirmed. It was observed that the device met all dimensional specifications. Evidence suggests that the cutter was exposed to excessive lateral force during use.

Event description:
It was reported that during a craniotomy, it was observed that the tip of the cutter/burr device "broke". According to the report, all pieces were retrieved and no pieces of the device "fell into the patient". There were no injuries or medical intervention reported. There were no delays to the scheduled surgical procedure and it was reported that the surgery was completed successfully. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.